Event description:
It was reported by the customer's daughter that the customer was deceased. Customer's daughter mentioned that her passing had nothing to do with the insulin pump. Customer had been off the pump for about 2 weeks prior to their passing. Customer had fallen and had been going back and forth to the hospital. Customer was put on injections. Customer's daughter wants to return the pump and does not want the pump back. Customer's date of death was (B)(6) 2014. Customer had heart failure and was not wearing the pump at the time of death. Customer was off the pump because she was in the hospital getting injections and the hospital did not want the customer going back and forth. The hospital removed the pump when the customer was in the emergency room. Customer had fallen and was taken to the emergency room. No additional information provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with partially depleted energizer battery in the battery tube. The device passed the functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and cracked case near display window corners noted during visual inspection. The unit history download shows that patient daily totals were between 46 units to 97.25 units, daily total basal was 46 units to 85 units and their daily total bolus was 26 units to 85.3 units per day.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).